Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. There was no adverse impact to customer¿s blood glucose level.